Event description:
Circumcision performed with 1.1 gomco, after foreskin was removed physician noted that bell of gomco had not adequately compressed the foreskin causing bleeding to occur. Bleeding controlled with pressure, silver nitrate and gelfoam. No additional treatment, tests or delay in discharge occurred.